Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. No motor error alarm noted and the motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms due to a corrupted history file. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.